Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents of balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that there was no resistance during removal of the nc trek's protective sheath. The device was prepared outside of the anatomy and was soaked in normal saline prior to use. There was no resistance during advancement to the 3.5 mm diameter, concentric lesion in the heavily calcified and mildly tortuous, 75% stenosed left anterior descending artery. During predilatation of the target lesion, the nc trek ruptured with the first inflation at 12 atmospheres. There was no resistance during removal of the ruptured nc trek. Pre-dilatation was completed using a new nc trek. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.